Event description:
A malfunction on the pump was reported by the customer. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the customer with resetting the pump, which resolved the issue without recurrence. The customer was advised to continue using the pump and to contact support again if the malfunction reoccurs.